Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device pass the pre-run testing? Had the device been activating and then stopped activating? Did the generator display an error code or any messages? If so, please describe. The customer does not have any info. The device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It has been reported that the paint fade away and the handpiece did not work during the procedure. Another device was used to complete the procedure. No harm to the patient.